Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base inside the inner tube. For clarification a piece approximately 0.086"" x 0.674"" broke off in-house after being activated on an in-house generator. Components adjacent to this broken blade do not show damage. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm harmonic ace alerted to release pressure on blade. Releasing pressure on the blade did not resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that an alert message to release pressure on the blade appeared when the first harmonic ace instrument was used. The surgeon tried to release the pressure on the blade, but the message occurred again. We tried another harmonic instrument. The second harmonic ace instrument worked well, but the same error message happened after some time. So, the surgeon used the monopolar curved scissors and completed the case. The instrument has already been returned for evaluation. Patient information is unavailable.